Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had not getting relief since being implanted in (B)(6) 2016. Patient services and the patient discussed stimulation adjustment and changing the program to find a program that might provide therapeutic benefit. It was noted that the patient was going to follow-up with the healthcare provider. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that his ins "stopped working," and that he was not getting any stimulation. The patient stated that he "cannot get any adjustment done," which was clarified to mean that the patient had not gotten symptom relief, which was since implant. According to the patient the unit itself has stopped working and while his normal stimulation is around 4 v the patient increased to 8.5 on program 3 or 4 and could not feel "pulsation." The patient again stated that the lack of stimulation was not because of his body being used to the stimulation, be because the device was not functioning. When asked about and potential sources of electromagnetic interference the patient reported that he had a CT scan or the chest and hips on (B)(6) 2016 which was unrelated to the device or therapy and after the onset of the lack of stimulation. The patient denied any falls or trauma that could have affected the ins. The patient reported that the loss of stimulation when changing programs occurred on (B)(6) 2016. Patient planned to follow-up with a healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received regarding an implantable neurostimulator (ins). Patient reported sleep deprivation resulting from pelvic floor/bladder condition and the fact that the second ins has not had any effect or relief. The patient is up between 8-12 times a night and this has been going on for many years. It is becoming more chronic as frequency is increasing. Sleep deprivation is negatively impacting all phases of life and has led to severe insomnia. Patient submitted information expressing disappointment, frustration, and the fact that the entire circumstance has yielded no positive result. Resolution of any kind is pending, but the patient thinks it might be better to remove the ins to stop the unpleasantness of the ongoing problems.

Event description:
Additional information was received from the patient. The patient reported that they saw a manufacturer representative (rep) who checked their system. The patient stated that the rep verified that the patient programmer was not the issue and that it was the implantable neurostimulator that stopped working. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.